Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. During evaluation, foam particles were observed within the device assembly. The contamination finding was described as "foam particles". The device was scrapped.